Event description:
During a coronary drug eluting stenting treatment procedure the stent was lost. The physician was placing a taxus liberte 2.5x20mm drug eluting stent into an unknown heavily calcified coronary vessel and could not advance the stent far enough into the target lesion so the physician withdrew it. Per the physician "upon pulling out the stent balloon, md saw that the stent was missing, and after some time of search md found it within the guide. Since it could not be retrieved by advancing and partially inflating the balloon md pulled back the guide. It was not possible to wash it out of the guide. Since md was not entirely sure if the stent really was inside the guide md sliced the guide (and with it the stent) and found it". No patient injury was reported by the physician. Device return is expected.